Event description:
Customer reported that the infusion set leaked and that she had a high blood glucose of 515 mg/dl. Customer treated with manual injections. She also reported that she had received a no delivery alarm the day prior. She stated that the drive support cap appeared to be normal. She found no air bubbles in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The basal and bolus wizard settings were all correct. The insulin pump passed the high pressure test. The infusion set was removed and customer stated that the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.